Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. Correction provided in d.4. One cassette was visually inspected and all the fluidics tubing on the cassette were returned cutoff. The manifolds were cut off .0130" from the cassette ports. Because the manifolds were cut off so close to the cassette, no functional testing on the cassette could be performed. A root cause evaluation was unable to be performed based on the returned condition of the cassette. The root cause of the customer's complaint was unable to be confirmed as a result of the returned condition of the cassette. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-52470.

Event description:
A customer reported the cassette was not recognized and there was no irrigation during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.